Event description:
It was reported that pump experienced repeated malfunction alarms with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, planned to use multiple daily injections as backup therapy.